Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was seen on multiple nst recordings on hm. Patient will be seen for further lead evaluation. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.